Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for 2 units of ar-2324kbcc, biocomposite knotless swivelock® anchor, 4.75 x 19.1 mm, ve5, the swivelock eyelet cut through the suture. The surgeon utilized 1.3 mm suturetape to create a cable construct over the rotator cuff prior to performing the tuberoplasty. While securing the posterior portion of the construct using an ar-2324kbcc swivelock, the suturetape was cleanly severed during insertion. The cut appeared precise, though it is unclear whether it occurred within the eyelet or elsewhere during the swivelock deployment. The surgeon proceeded by replacing both the swivelock and the suturetape on the posterior side without further issues. Later in the procedure, while securing the anterior portion of the cable construct using an ar-2324kbcc swivelock, the same issue occurred¿this time during the impaction phase. Fortunately, the swivelock remained intact and reusable. This was detected during use in a rotator cuff repair procedure involving a tuberoplasty on (B)(6) 2025. The procedure was completed successfully as they used additional sutures, the surgeon adapted by tying the suturetape to the rotator cuff using fiberwire and successfully locked it down with the same swivelock, which inserted smoothly.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.